Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion bent cannula on (B)(6) 2026 which lead to leakage. The patient was admitted in ICU due hyperglycemia (over 600mg/dl) with nausea and vomiting which was treated with exogenous insulin. The patient was discharged from the hospital on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.